Event description:
The customer reported being hospitalized with high blood glucose of 1364mg/dl. The customer stated that the reservoir compartment has a strong odor of insulin, and he believes that the reservoir might have leaked into the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2013-04019.